Manufacturer narrative:
The reported events of failure to capture and a high pacing impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited loss of capture and high pacing impedance when the physician positioned the lead in the apex. The lead was not used and replaced during the procedure. The patient was in stable condition.